Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via telephone call that the customer had a low blood glucose of 36 mg/dl and that she received assistance from the paramedics. The customer was treated with juice and dextro. The blood glucose had been brought back up to 216 mg/dl. The drive support cap appeared normal and recessed. The husband was advised to monitor the insulin pump and call back if issues persisted.